Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a implantable pulse generator (ipg) replacement procedure, there were difficulties in connecting the right atrial (ra) lead to the ipg. After several attempts the lead was correctly fixed to the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.